Manufacturer narrative:
Related MFR# 2916596-2019-01587, MFR #2916596-2019-01190, MFR# 2916596-2018-05393,, MFR # 2916596-2018-05296: capture history of bleeding. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to an outside emergency room on (B)(6) 2024 with a complaint of shortness of breath. The patient was noted to be in respiratory distress on a bilevel positive airway pressure ventilator and was eventually intubated. The patient was transferred to the cardiac intensive care unit at the implanting hospital. On arrival, the patient's creatinine level was 4.1 and their potassium level was 8.1. The patient passed away due to bacteremia, acute kidney injury, and respiratory failure with hypoxia, the patient had a history of gastrointestinal bleeding and epistaxis and had been off coumadin (warfarin). The patient had a history of fibrillation with an automatic implantable cardioverter defibrillator (aicd) shocks. The patient had a history of prostate cancer and restrictive lung disease. The patient had a cholecystectomy in 2022 with complications of fistula track to the colon. The patient had a history of bacteremia. The patient had a computed tomography (CT) scan on (B)(6) 2023 which revealed no obstructive uropathy but simple cysts within each kidney.

Manufacturer narrative:
Section a: date of birth was requested but not provided. Previous epistaxis: MFR # 2916596-2024-01127. Previous ICD shocks: MFR # 2916596-2024-01130. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (driveline, localized, and pump pocket or pseudo pocket), renal dysfunction, respiratory failure, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.